Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation: a definitive root cause could not be identified for the broken fiber image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a broken fiber image. There was no patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 11/30/2023h4.

Event description:
It was observed that during the device evaluation, the subject device exhibited a broken fiber image. There was no patient involvement.